Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 3 months following the implant of a transcatheter aortic valve, the patient was re-hospitalized due to heart failure. Approximately 9 days later, circulatory failure and "los" were identified, and an intra-aortic balloon pump (iabp) was subsequently inserted. Temporary improvement was observed, however approximately 4 days later, sudden ventricular fibrillation occurred. Return of spontaneous circulation was achieved after one shock attempt and administration of rinderon. It was observed that the patient developed resistance to heart failure medication, and approximately 4 days later the patient's condition began to deteriorate, with sepsis suspected. Approximately 2 days later, it became difficult to communicate with the patient, and oral medication could not be administered. Approximately 2 days later, hypotension and bradycardia was observed, and death was confirmed later that day.

Manufacturer narrative:
Updated data: b5. D4. Expiration date, serial #, UDI #. H4. Device mfg. Date. Corrected data: e. Facility street address was incomplete on the initial 3500a medwatch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately three months following the implant of a transcatheter aortic valve, the patient was re-hospitalized due to heart failure. Approximately nine days later, circulatory failure and low output syndrome were identified, and an intra-aortic balloon pump was subsequently inserted. Temporary improvement was observed; however approximately four days later, sudden ventricular fibrillation occurred. Return of spontaneous circulation was achieved after one shock attempt and administration of rinderon. The patient developed resistance to heart failure medication, and approximately four days later the patient's condition began to deteriorate, with sepsis suspected. Approximately two days later, it became difficult to communicate with the patient, and oral medication could not be administered. Approximately two days later, hypotension and bradycardia were observed, and death was confirmed later that day.